Event description:
It was reported that a patient experienced a perforation and a pericardial effusion. The procedure was cancelled. It was reported that a faradrive steerable sheath clear and a versacross connect access solution for faradrive were selected for use during an atrial fibrillation (a fib) ablation. After a successful transseptal puncture completed with no issues reported, the physician began mapping with the non-bsc hd grid catheter, shortly after finishing the left superior vein and left atrium appendage (laa), the anesthesiologist noticed blood pressure was dropping. Then, the physician announced there was a pericardial effusion. A pericardiocentesis was performed and the patient was stabilized. They found with tee that there was flow coming from the anterior base of the laa. The patient was hospitalized and stable as of (B)(6) 2025. Besides the pericardiocentesis, a ffp (fresh frozen plasma) was given to the patient, along with the medication kcentra. Also a CPR was done and an echmo to oxygenate patient for twenty-four hours. It was possible to stop the bleeding without the need for CT surgery. The physician believed the perforation occurred as the versacross rf wire was being pulled into the sheath; it is possible the wire uncurled and it may have hit the anterior base of the appendage and caused a perforation. The procedure was canceled. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.